Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. Additionally, it was determined that differences between sensor reading and bg values were over 30%. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported. There were no reported glucose values available to search within the parkes error grid calculator, however, this record has still been deemed reportable.